Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient has infection after a tomofix surgery. It was unknown if there is any schedule for further procedure. The patient has consequences are reported. This complaint involves ten(10) devices. This report is for (1) 5.0mm ti locking head screw self-tapping 60mm. This report is 3 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 413.360s; lot: 92p7693; manufacturing site: grenchen; release to warehouse date: 26 april 2021; expiry date: 01 april 2031. A manufacturing record evaluation was performed for the finished device part: 413.360s, lot: 92p7693, and a non-conformance reffered in the DHR was identifed. The non conformance is related to head thread feature milled out of specification. An use as is was granted for this lot within the nr. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.